Event description:
It was reported that a guardian received an alert 38 for a motor stall on the pump when attempting to rewind; after restarting the pump and performing a dry run, the same motor stall alert recurred, indicating a mechanical problem with the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.